Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leakage while using the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. This event occurred 12 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there was leakage.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 7 photos and 1 sealed sample submitted for evaluation. The reported issue was not confirmed upon inspection and testing of the sample. No damages to the sample were observed on the returned sample and the supplied photos. The returned sample underwent leakage testing, and it showed no signs of leakage. Bd cannot determine the cause of the failure since the failure mode was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was leakage while using the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. This event occurred 12 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there was leakage.